Event description:
It was reported the patient¿s device had been off for two months and the patient was unable to eat, sleep, sit, move, or do any normal daily duties. The reporter stated they went to the emergency room and was told that they would have to return to their healthcare professional (hcp) that implanted the device in order to have it removed. It was noted the patient¿s hcp was refusing to remove the device because it was ¿normal¿ and everything was ¿ok.¿ the reporter stated they had no strength and they lost their daily activities. It was noted the patient was handicapped and that ¿made it worst to deal with the pain¿ in addition to the pain they were already suffering. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).